Event description:
It was reported to boston scientific corporation that a endovive initial placement kit was used in a percutaneous endoscopic gastrostomy procedure performed on march 18, 2011. According to the complainant, the peg tube had bump-like deformations along the stretch of the tube. The peg tube was replaced on (B)(6) 2013. There were no patient complications reported as a result of this event. The patient's condition was reported to be unchanged.

Manufacturer narrative:
(B)(6)./ the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.